Manufacturer narrative:
Device evaluation: visual inspection reveals that the tip of the device is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It is also possible that off-axis forces were applied which contributed to the failure. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
While setting up for a surgery, the tip of a set screw driver was found to not retain the set screws. It was not used during the upcoming procedure. However, device evaluation by the manufacturer found that the tip had fractured.